Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. Treatment for the peritonitis was not reported. Patient outcome was unknown. It was reported that pd therapy was discontinued on an unspecified date. No additional information is available.